Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 16mm x 2.25mm ion stent was advanced to the target lesion however the device was stuck to an unspecified guide wire. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was returned with a 300cm non bsc guidewire inserted through the entire guidewire exiting from the tip. The most distal section of the guidewire was severely kinked. The 20cm section of the guidewire directly proximal to the guidewire exchange port was also kinked. The guidewire was lodged and could not be removed. The outer diameter (od) of the guidewire was measured with snapgauge. The distal outer and inner and proximal balloon cone were twisted over a section of 20mm in total. The distal outer and proximal inner were furthermore twisted over two 8mm sections 25mm and 65mm proximal to the bicomponent bond. This damage is consistent with the proximal side of the device being turned during attempts to advance and/ or cross a lesion, with the distal end of the catheter being restricted and not turning. The tip section of the catheter, distal to the most distal twists, including part of the twisted section was gently pulled to verify guidewire restriction. This section could be moved over the guidewire with no restriction. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 16mm x 2.25mm ion stent was advanced to the target lesion however the device was stuck to an unspecified guide wire. No patient complications were reported and the patient's status was fine.